Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not power on. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/12/2013 with the following findings: during testing, the pump powered on to the verify screen appropriately. A review of the pump history showed no errors, alarms, warnings, or reboots related to the complaint. The battery compartment was intact; no cracks were observed. There were no visible signs of moisture contamination inside the battery compartment or under the battery cap. The battery cap height and width measurements were found to be within specifications. The pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed and no evidence of moisture or loose components was found. The battery terminal contacts were inspected and no evidence of intermittent contact was observed. The complaint of pump not being able to power on was not able to be duplicated. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.